Event description:
Following a right and left heart catheterization, an angio-seal device was inserted. A pre-placement angiogram was performed. The physician indicated that it "didn't feel right" during deployment. There was oozing from the site and manual pressure was applied for 8 to 9 minutes with hemostasis achieved. The pt was taken to ICU. Later that day, the pulses in the right leg were noted to be diminished. An angioplasty was performed to re-establish flow. The pt became hypotensive and was taken to surgery and received two units of blood and was placed on an integralin infusion. A dissection was revealed and a polytetraflouroethylene (ptfe) graft was placed. The pt was released and is reported to be in satisfactory condition.